Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, post-paced t-wave oversensing episodes were observed. Programming changes were recommended. No intervention has been completed for now. The patient condition is okay before and after the device check-up.